Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the device did not power on and the faulty front panel switch occurred due to a converter (power supply unit) failure. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that while installing her olympus evis exera iii video system center with the territory representative and field service engineer, the unit was not functioning. According to the initial reporter, pressing the button had no effect on the subject device. This event had no patient involvement.